Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shutdown unexpectedly, a malfunction alarm occurred, and that the pump indicated a data log corruption. The customer¿s blood glucose was 210 - 311 mg/dl. Reportedly, customer continued using pump for insulin therapy.